Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had image issues during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. Corrected fields: e1, g2. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on coupler unit, the coupler rattles, head unit was cracked, and water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the reported failure could not be determined. However, the additional malfunction rattling coupler was caused due to corroded coupler unit, and water tightness was lost due to cracked head unit. And the most probable cause for corroded coupler unit and cracked head unit was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.